Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with pre-syncope symptoms. It was determined that the right ventricular (rv) lead exhibited high thresholds and possible loss of capture. It was noted that the threshold had been chronically high. The rv lead remains in use. No further patient complications have been reported as a result of this event.